Event description:
The device was implanted in 2001. In 2004, the manufacturer's (MFR.) Territory manager informed the MFR. Of the following: the facility's medical director informed the territory manager that the valve felt rusty during cannulation, and was painful. As a result the valve was explanted and replaced in 2004. No further details were provided.